Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, as placement difficulty was encountered. This lead was also noted to have exhibited helix extension issues and low pacing impedances. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, as placement difficulty was encountered. This lead was also noted to have exhibited helix extension issues and low pacing impedances. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Initial: when this lead is received and analyzed, a supplemental report will be provided.